Event description:
It was reported that a dissection occurred. A 14f isleeve introducer sheath was used to gain transfemoral access during a transaortic valve replacement procedure. An acurate neo valve was implanted successfully. Post-balloon aortic valvuloplasty (bav) was performed with a 25cc non-bsc balloon and upon withdrawal the balloon got hung up in the isleeve, despite double negative aspiration to collapse the balloon. The post-bav balloon was able to be removed through the isleeve introducer sheath. Upon removal of the isleeve from the patients groin, some bleeding was noted. Extra compression was required for 15 minutes to obtain hemostasis. The isleeve appeared to have an accordion shape. The patient was transferred into the recovery area .the patient is doing well.

Manufacturer narrative:
H3: device eval by manufacturer? The returned product consisted of an isleeve catheter with a balloon device in the sheath. The device was analyzed by a boston scientific quality engineer. The device was bloody, and all 3 perforated seams of the device were opened, consistent with being used in the procedure. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (torn/bent), numerous kinks in the shaft, and crazing throughout the seams. Analysis of the rest of the device found no other damage or defect. The reported device damage (kink) and difficulty removing was confirmed, although the dissection could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that a dissection occurred. A 14f isleeve introducer sheath was used to gain transfemoral access during a transaortic valve replacement procedure. An acurate neo valve was implanted successfully. Post-balloon aortic valvuloplasty (bav) was performed with a 25cc non-bsc balloon and upon withdrawal the balloon got hung up in the isleeve, despite double negative aspiration to collapse the balloon. The post-bav balloon was able to be removed through the isleeve introducer sheath. Upon removal of the isleeve from the patients groin, some bleeding was noted. Extra compression was required for 15 minutes to obtain hemostasis. The isleeve appeared to have an accordion shape. The patient was transferred into the recovery area .the patient is doing well.